Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the hard drive needed to be replaced. No pt injury was reported.